Event description:
It was reported that the pump displayed an unspecified error message when starting an infusion. When the nurse used a different pump, the error was not observed. This issue has occurred eight times at various times, with different units, in different departments. The issue was not duplicated by the biomed and it was noted that there were no faults observed during preventative maintenance and no error codes found in the error logs. Although requested, no additional information was provided.

Event description:
It was reported that the pump displayed an unspecified error message when starting an infusion. When the nurse used a different pump, the error was not observed. This issue has occurred eight times at various times, with different units, in different departments. The issue was not duplicated by the biomed and it was noted that there were no faults observed during preventative maintenance and no error codes found in the error logs. Although requested, no additional information was provided.

Event description:
It was reported that the pump displayed an unspecified error message when starting an infusion. When the nurse used a different pump, the error was not observed. This issue has occurred eight times at various times, with different units, in different departments. The issue was not duplicated by the biomed and it was noted that there were no faults observed during preventative maintenance and no error codes found in the error logs. Although requested, no additional information was provided.

Manufacturer narrative:
Correction g3 additional info h10 no device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "unspecified error code" based on the crb review and the limited information provided no further investigation actions will be performed. The reported issue of unspecified error code could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the pump displayed an unspecified error message when starting an infusion. When the nurse used a different pump, the error was not observed. This issue has occurred eight times at various times, with different units, in different departments. The issue was not duplicated by the biomed and it was noted that there were no faults observed during preventative maintenance and no error codes found in the error logs. Although requested, no additional information was provided.